Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 sensor lost connection to the ilet pump overnight, dosing stopped, and the user replaced the sensor and re-paired it in the morning with a new pairing code after being advised of the warm-up period; a contemporaneous blood glucose meter reading was 187 mg/dl, and the event was associated with intermittent communication failure of the continuous glucose monitoring system, which interfaces with the ilet, implicating the electrical and magnetic component domain. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, involving the cgm¿s electrical and magnetic functionality. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.